Manufacturer narrative:
Expiration date - ni.

Event description:
A report was received that the patient was treated with a blood patch 4 days after experiencing a dura puncture where cerebral spinal fluid (csf) was noted to be leaking. During the blood patch it was discovered that the patient developed an infection in the spine where the lead was. The patient underwent an explant procedure. No further information can be obtained at this time.